Event description:
The user states they replaced their syringe seals and then noticed a puddle of water underneath the analyzer. The user realized that the sample syringe seal was dripping and was in a walkway. The user states they did not have any problems with patient or results. Operator was not harmed.

Manufacturer narrative:
The field service representative determined the operator had incorrectly installed the seal and another operator at the site was able to correctly install the seal. He verified the sample syringe was no longer leaking.